Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 1 year and 4 months after implantation, the patient had some issues with inr management and hemolysis during the past several months. At the end of (B)(6) the patient was readmitted due to cardiac insufficiency symptoms and hemolysis. A ramp echocardiogram test was done without success. The echocardiogram showed the aortic valve opening with every cardiac cycle. The device exchange took place on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
No device-related issues were identified through the analysis of the returned pump and a correlation to the patient¿s hemolysis could not conclusively be established. The pump was returned assembled with the driveline cut approximately 2.75 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft and outflow graft bend relief were severed at their hardware and each returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port and the outflow graft bend relief collar was returned detached from the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.